Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient was experiencing difficulties charging the ipg. The patient underwent a pocket revision procedure to make the pocket more superficial, because the ipg was too deep. During the procedure, a large seroma was found in the pocket and drained. The patient is reportedly doing well following the procedure.